Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the left ventricular lead exhibited low capture threshold. The lead was capped and replaced. The patient was stable during and following the procedure.